Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr, instruction for use (IFU) and past similar case, omsc considered that the reported phenomenon was attributed to the peeling of the coating of the insertion section from the scratches due to the physical stress. Olympus stated the appropriate handling of bf-1t260 and the counter measures against abnormalities in the instruction manual of bf-1t260.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the coating of the insertion tube of the subject device was partially peeled off. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.